Manufacturer narrative:
Pictures were received. The silicone ring is seen on the inflow cannula with an area of separation of the silicone ring. With review of received pictures damage to the silicone ring on the pump inflow cannula is confirmed. The device, which was not used in the patient, has been received; however, analysis is pending.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that when the perfusionist prepared the pump for wet test and assembly, he checked to make sure the sewing ring fit onto the pump inflow cannula. It fit, however as he took the sewing ring off the silicone ring was loose and noticed two small cuts in the silicone ring. A second pump was opened, wet tested, and used for the implant. There was no reported patient injury as a result of this event. The pump ((B)(4)) and silicone ring were returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pump and silicone ring met all requirements prior to release. Based on an open internal investigation, the most probable root cause for the reported silicone ring damage may be attributed to user error during implant procedure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Prior to pump implantation during preparation and before the wet test a defect in silicone ring was found. After verifying that the sewing ring fit onto the pump inflow cannula the silicone ring was loose when taking it off and two small cuts were noted in the silicone ring. A second pump was opened with acceptable wet test and assembly.